Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a pacemaker implantation interventional procedure. Placement of the first proglide suture was successful. Reportedly, when placing the second proglide device, it was found that the device was defective and did not contain a suture. The physician was confident that the reported proglide was a defective device and this was not a suture retrieval issue. The sheath was upsized to a 23f and the pacemaker implantation interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported missing suture was not confirmed; however, a cuff miss was observed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.